Event description:
The customer contact reported a tubing separation. Prior to pt use, the tubing separated from the proximal side of a clave y-site. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.